Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they was recently hospitalized for two weeks due to high blood glucose level. Customer's blood glucose level was unknown. Customer was treated with insulin drip for high blood glucose. Customer did not mention any symptoms. The customer was not wearing the insulin pump at the time of admission. The insulin pump will not be returned for analysis.